Event description:
End tidal co2 monitor with smart capnoline h plus o2, microstream tubing # 010433 MFR: oridion medical was not sensing respirations and as a result the monitor was constantly alarming keeping the pt awake all through the night. The sensing uni-junction on the tubing/circuit does not function as intended. The pt had surgery on the same day. Recovery of the pt was compromised. In addition, the pt requested humidification with the oxygen connected to this circuit. The respiratory therapist stated the circuit can not be used with humidification. This would cause an occlusion in the nafion water barrier. Does this mean the circuit/tubing does not function as intended? Tubing/circuit catalog #010433, brand name: smart capnoline h plus o2, MFR: oridion medical, (B)(6); health professional? Yes; occupation: biomedical engineer.